Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer service team instructed the caller in troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was advised on using multiple daily injections as a backup therapy and informed about receiving a pump with updated software. They were also guided on steps to take upon receiving the replacement, including storage mode instructions and returning the faulty pump to tandem.